Event description:
Summons addressed to stryker (B)(4) and received on (B)(4) 2014 for the following event : "patient implanted with total hip prosthesis in (B)(6) 2006. During 2010, patient had important pain. In (B)(6) 2010, while getting up from his chair, patient suddenly felt impotence of his right hip. An exam revealed a fracture of the stem at the junction. Surgeon at the (B)(6), therefore, decided to perform a revision. On (B)(6) 2010, a secondary displacement was observed and cerclage on the femoral stem needed to be changed. Second revision was performed on (B)(6) 2011 to change the cerclage further to non-union.[...]

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown osteonics right stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. It is unknown at this time if stryker devices or competitors were involved in the second revision. If it is confirmed that stryker devices were involved, the event will be reported separately. Device not returned to manufacturer.